Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message during patient use and the pump was making a loud noise. They replaced the water trap, but the issue persisted. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message during patient use and the pump was making a loud noise. No patient harm was reported.